Manufacturer narrative:
Event summary: it was reported patient underwent a total hip arthroplasty on (B)(6) 2016. The edge of the repositioning instrument fractured. No pieces fell in patient. Trend analysis: no trend identified. No medical data such as x-rays, surgical notes or any other case-relevant documents received. The DHR check could not be performed as the lot number was not available. No product was returned to zimmer biomet for in-depth analysis. Root cause determination using rmw : line r-1.4.9: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance not possible -> a design issue would have been detected during the trending procedure. Line r-1.4.10: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance not possible -> a design issue would have been detected during the trending procedure. Line r-1.4.12: instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible - > the material compatibility specification certify the suitability of the material. Line r-3.2.8: instrument breaks or deforms due to off-label / abnormal-use => possible, as the device was not returned for investigation, this point cannot be excluded. Line r-2.2.1: fracture of instrument due to general corrosion (crevice, pitting, galvanic) => possible, as the device was not returned for investigation, this point cannot be excluded. Conclusion summary: the device was not returned for investigation; therefore the condition of the components is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the instrument repositioning top, 36, broke during a total hip arthroplasty surgery on (B)(6) 2016. It was reported that the edge of the repositioning instrument fractured. No pieces fell in the patient, no surgery delay occurred.